Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple one cartridge. Reportedly, the cartridge was filled with approximately 300 units of cold insulin. The customer's blood glucose level was 400 mg/dl, and was addressed with an alternate insulin delivery. As the reported event had occurred in the past, tandem technical support was unable to perform troubleshooting.